Event description:
Medtronic received information that after 36-1/2 hours of ECMO use of this pump, plasma started leaking and then the pump head 'burst'. The circuit was changed out; however, the patient expired due to cardiac failure before the ECMO was re-established. The patient had been on bypass for 7-1/2 hours for a heart defect and then put onto extracorporeal membrane oxygenation (ECMO). The pump was returned.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection showed some cracks in the housing near the qb-outlet port. Additional inspection showed the qb-outlet port was broken off from the device. The device was cleaned in a 10% bleach solution. Note: a portion of the circuit was returned with the device. The circuit was cleaned using a 10% bleach solution and the oxygenator was cleaned using a renalin solution. Performance analysis: with the cracks in the housing and the qb-outlet port broken off of the device the pressure integrity test was not performed. The returned device was run on a bio console from 0-3500 rpm¿s, a noise level of 70 db was recorded, specification is less than 65 db. Conclusion: based on the analysis performed, there was crazing (cracks) on the exterior surface of inlet pump face. In addition the outlet port was broken off and there was evidence of surface crazing (cracks) around the port. Crazing or stress cracking are micro cracks which start on the exterior surface of the material, however, do not penetrate the wall thickness. This is caused by direct or indirect exposure to an alcohol-based solution. Based on this analysis, it was concluded that the pump was exposed either by direct contact or fumes from an alcohol-based solution, which lead to the reported pump head damage. The instructions for use indicate that this device can be used up to 48 hours for extracorporeal circulatory support for periods appropriate to cardiopulmonary bypass procedures. In addition, the instructions for use warn against exposure to alcohol-based solutions. In conclusion, this event is related to operational context. Review of device history record did not identify any abnormalities associated with the reported incident. (B)(6). (B)(4).

Event description:
Medtronic received information that during use of this pump, plasma started leaking and then the pump head burst. It was reported that the patient was being operated on for a heart defect. The patient was on bypass for 7-1/2 half hours and then put onto extracorporeal membrane oxygenation (ECMO). The patient expired. Cause of the patient's death was not reported. The pump was expected to be returned.

Manufacturer narrative:
No product has been returned for analysis; however, return is expected. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).